Event description:
It was reported that shaft break occurred. The 10mmx2.50mm, 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the delivery shaft was fractured. As per physician opinion, the fracture may have been caused by the quality of the device and the lesion characteristic. The device was directly removed and the procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Event description:
It was reported that shaft break occurred. The 10mmx2.50mm, 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the delivery shaft was fractured. As per physician opinion, the fracture may have been caused by the quality of the device and the lesion characteristic. The device was directly removed and the procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was in a deflated state. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. The device was returned in two sections as a result of a break in the hypotube. The break was located approximately 4cm distal from the strain relief. No other damage was identified along the hypotube sections. A visual and microscopic examination of the extrusion shaft found no kinks or damages.